Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic total mesorectal resection, when the surgeon closed the dissociation of the rectum, the device did not fire. Another device was used to complete the case. There was no patient injury.

Event description:
According to the reporter, in a laparoscopic total mesorectal resection, when the surgeon closed the dissociation of the rectum, the device did not fire. Another handle was used with the same reload to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. It was reported that the device did not fire. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the instrument could not be loaded. Functional testing found that the in strument could not be loaded with a representative single-use loading unit (sulu). When the instrument was cut open at the proximal end of the handle, it was observed that the rack of the stapler pushed the body assembly, bending the plastic tabs of the body components, causing the firing rod to be moved towards the tube housing. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the load alignment indicator on the loading unit aligns with the load alignment indicator on the shaft. Push the loading unit in and twist clockwise 45° relative to the instrument, so that the loading unit will lock into place. The load alignment indicator on the instrument shaft will align with the load alignment indicator on the loading unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.